Event description:
Additional information was received that pin re-insertion did not resolve the high impedance. There were no observed discontinuities in the lead. The explanting facility will not return the explanted generator and lead. No additional relevant information has been obtained to date.

Event description:
It was reported that the patient had high lead impedance detected on his vns system upon diagnostic testing. Device manufacturing records were reviewed and found all specifications met prior to distribution. Review of available programming history showed normal impedance on (B)(6) 2014. Additional information was received that x-rays revealed no visible problem. It is unknown what caused the high impedance result although the patient recently had a bad fall. Diagnostics were also stated to be normal on (B)(6) 2015. The patient underwent prophylactic generator replacement and lead replacement surgery on (B)(6) 2015. The explanted generator and lead have not been received by the manufacturer for analysis to date. No additional relevant information has been obtained to date.